Event description:
Rn reported a system 1000 hemodialysis device did not alarm when a dialyzer blood leak occurred during a patient treatment. A dialyzer fiber ruptured and blood was leaking into the dialysate. At that point the treatment was stopped and the dialysate was tested at the drain with a hemastick which tested positive. The device was taken out of service and the patient was treated on another device with a new dialyzer and bloodlines. There was no patient injury or medical intervention associated with this incident.